Event description:
It was reported that the insulin pump alarmed button error during the bolus settings process. The blood glucose reading was 140 mg/dl. The most recent blood glucose reading was 130 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.